Manufacturer narrative:
(B)(4). Analysis of the returned item shows visual examination confirms rod breakage. Visual and optical examination of the rod surfaces near the area of fracture surface crack origination noted mas and crown witness marks, as well as axial wear marks consistent the cyclic movement. Additionally, some fracture surface damage and smearing is noted. Fracture surface analysis suggests an atypical multi-modal failure, with two separate fairly flat fracture surfaces with progressive striations, subsequently followed by single cycle bend stress overload surface as evidenced by the river lines and shear lips, stating ~50% of the way through the cross sectional area, resulting in ultimate failure of the rod. Dimensional analysis confirms rod diameter conforms to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a rod was broken. A revision was done to remove the broken rod. No further details are known at this time.